Event description:
The customer reported that an 840 ventilator had an erratic gui display. There was no patient involvement. The covidien tech support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to swap the liquid crystal displays (lcd). The customer reported to have swapped the liquid crystal displays (lcd). The unit passed all tests. Covidien was not authorized to service the device.

Manufacturer narrative:
Covidien reference number (B)(4).